Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient experienced atrial stimulation during pacing test due to dislodgement of the ventricular lead. It was confirmed by the x-rays. As a result, the lead was explanted and replaced. The patient was in good condition.